Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screw in the box trial is stripped and will not screw into the femur trial.

Manufacturer narrative:
Examination of the submitted device confirmed the screw is stripped. The investigation could not draw any conclusions about the root cause of the stripped screw. It is unknown if the complainant used the bolt component or may have inappropriately used the bolt component during the procedure. It is stated in the technique to not over-loosen the hex screw when disassembling the femoral trial construct, as the screwdriver does not limit torque in the reverse direction. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.